Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with asymptomatic stage 1 diffuse lamellar keratitis (dlk) in the right eye, at the one day postoperative visit. The optical steroid drops were increased. Upon follow-up, it was noted that the pts dlk resolved with the treatment. This report references the pts' right eye. Another report will be filed prior for the left eye.